Event description:
Product was returned for investigation and confirmed that a malfunction occurred. The cause of the customers complaint is melted charge port.

Manufacturer narrative:
Analysis results: the cause of the customers complaint is melted charge port.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
A consumer reported that a philips one power toothbrush caught on fire while charging. No injury or property damage was reported.